Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3+ functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, one mitraclip was implanted on the anterior and posterior leaflet 2(a2p2). The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, during discharge visit, recurrent mr was observed with grade 4 and two new jets appeared. It was noted that the clip was stable on both the leaflets. It was decided to implant the two additional mitraclips. On (B)(6) 2026, first mitraclip was implanted on the lateral side of original mitraclip and second mitraclip was implanted on the lateral side of first clip. The final mr was grade 1-2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral valve insufficiency/regurgitation associated with recurrent mr was unable to be determined. The reported patient effect of recurrent mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization or prolonged hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.